Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic total laparoscopic hysterectomy under sedation, the generator experienced an error code. The probe of the ultrasonic surgical device broke and was retrieved from the patient. This resulted in a short procedural delay. The procedure was completed with a backup device. There were no reports of patient harm.

Manufacturer narrative:
Updates to d8, h3, h6, h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The probe was broken at 15, 7 mm from its distal end. The broken probe tip was not returned. A definitive root cause could not be identified. Based on the results of the investigation, it is likely a stress problem led to the malfunction. Olympus will continue to monitor field performance for this device. This event was found to be a duplicate of an event reported (B)(4) for patient identifier (B)(6). Report number 3011050570-2025-00198 is the valid report for this event and any additional information received will be reported under 3011050570-2025-00198.

Event description:
No additional information received from customer.